Event description:
It was reported that the pump infused too high of a volume which resulted in infusing overfill. No patient injury was reported.

Manufacturer narrative:
Other text: d5: operator of device is not provided and is unknown. E4: customer reported to FDA is unknown. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No problems were found with the fluid delivery of the pump. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: standard periodic maintenance was performed.